Event description:
It was reported the device was repositioned so that it was deeper and lower in the patient's body a "few" months ago. Following the revision there were coupling and/or communication issues while recharging. The patient was not able to get any efficiency bars when recharging. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3778, serial # (B)(4), implanted: (B)(6) 2011; lead: model 3778, serial # (B)(4), implanted: (B)(6) 2011; recharger: model 37752, serial # (B)(4), programmer: model 37743, serial # (B)(4).